Event description:
Information reported as follows: husband of end-user called to report skin at the left lower quadrant is red and intact under tape collar only. It is reported that product has been in use for six (6) to twelve (12) months.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user utilizes performs the following skin care: adhesive remover; dove soap; hollister stoma powder; and barrier wipe. End-user was educated in proper product use and appropriate skin care techniques. It was suggested to end-user to cut off tape collar and to secure wafer with hypoallergic paper tape and belt. End-user states that they will also try a solid wafer with convex insert. Lastly, end-user is scheduled to see any ostomy nurse, karen williams for evaluation. No additional patient/event details have been provided to date. A returned sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.